Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the repaired or recertified dream station auto CPAP with allegation of severe ear inflammation. There was no report of serious patient harm or injury. The manufacturer was made aware of this complaint through a representative of the customer. The device has not been returned to the manufacturer. At this time, no further investigation can be performed at this time. If any additional information is received, a supplemental report will be filed.

Manufacturer narrative:
Additional information was received and section h11 should be reported as: in box d: product brand name, model number, catalog item identifier and product UDI has been corrected in this report. This device is within the scope of the recall. In box h: recall number has been updated.